Event description:
It was reported that the lead was explanted and replaced due to increased pacing lead impedance and noise. Clavicular crush suspected. The patient was in stable condition post-procedure.